Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician replaced the brake bushings, stiffener plate and brake/steer caster to repair the bed.